Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was around 220 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.